Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that returned complaint pump visually inspected. No kink observed. No broken blades observed. No biomaterial or foreign materials observed. Impella flow rate looks normal and optical sensor was functioning properly. Log checked. High motor current events observed and some position in ventricle alarms. The cause of the issue was improper positioning of the device. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, and the impella pump was in the left ventricle, there was no flow rate and a flat motor curve. Echocardiogram could only reveal a poor image so positioning could not be confirmed. It was reported that the patient¿s abdomen was bulging, and the flow rate did not improve with reposition. The device was removed, and the care was withdrawn and the patient expired after explant of the device. There is not enough information to exclude the impella device as an associated factor in the patient's demise.